Manufacturer narrative:
Common name: esw prosthesis, esophageal. Procode: esq.

Event description:
As reporting in the journal article silon et al 2017 "endoscopic management of esophagorespiratory fistulas: a multicenter retrospective study of techniques and outcomes". One case was reported to have bleeding in fistula site.